Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was identified customer was filling cartridges with cold insulin, was changing infusion sets every 2-3 days, and was removing excess air from the cartridge during the air removal step. Customer was instructed to fill the cartridge with room temperature insulin and change trusteel infusion sets every 2 days, and was educated on the proper air removal process per the user guide. Customer will reportedly change pump supplies and resume insulin delivery. Customer's blood glucose was 210 mg/dl at time of event.